Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, the staples did not form on three different firings and different colored loads blue, tan and black, thus having an incomplete staple line in central part. The surgical time was extended for more than 30 minutes.